Event description:
The customer reported that the spo2 unit was malfunctioning.

Manufacturer narrative:
The customer reported that the spo2 unit was malfunctioning. Further investigation showed that the spo2 output for the mms was broken blue lines with no numeric. The visual representation was obviously not normal monitoring, so this malfunction would be easily observed. Alternate spo2 monitoring would be implemented per hospital protocol. The hospital biomedical engineer is replacing the spo2 assembly. Since there was minimal health risk and the investigation showed no indication that this is a design problem or other system problem, no further investigation or action is warranted. (B)(4)